Event description:
It was reported that the physician initially used one foley catheter but noticed restricted water flow. Then switching to a second unit, the issue persisted. Even after trying a third unit of the same batch, the water flow problem remained. Eventually, the procedure was completed using a different-sized unit. A total of three units from the same batch were used, all of which experienced the same water flow issue. The first unit was discarded, but the remaining two units have been retained for return to the bard taipei office for further examination.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician initially used one foley catheter but noticed restricted water flow. Then switching to a second unit, the issue persisted. Even after trying a third unit of the same batch, the water flow problem remained. Eventually, the procedure was completed using a different-sized unit. A total of three units from the same batch were used, all of which experienced the same water flow issue. The first unit was discarded, but the remaining two units have been retained for return to the bard taipei office for further examination.